Event description:
Medtronic received a report that a pipeline encountered resistance and was difficult to recapture. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured left paraophthalmic segment aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 3.4 mm and neck diameter 5 mm. Landing zone (artery size): distal 3.3 mm and proximal 3.2 mm. The patient¿s vessel tortuosity was moderate. A radial puncture is performed, a 079 by 100 rist catheter is advanced, a phenom 27 microcatheter is advanced and positioned in the left middle cerebral artery, the microguide was removed and the pipeline flex with shield technology was advanced. It was previously prepared according to the IFU instructions, the phenom 27 microcatheter is advanced. A small tension was evident in the petrous segment, the device was released in the middle cerebral artery and, when approximately 30% has been released, it fell into the carotid artery. It was recaptured to reposition, difficulty in recapture was evident and it was observed that control of the flow diverter and the pusher was lost, not being able to recapture (pushwire damaged) the specialist tried to remove the entire system and at the time of withdrawal the diverter was released, remaining lodged below the neck of the aneurysm, the pusher is removed. The synchro microguide was raised, the lumen of the vessel was recovered and a proximal telescoping technique was used with a pipeline flex diver ter with 3.5 by 12 shield technology, the aneurysm is covered. The pushwire was rotated to deploy the pipeline one time. Friction occurred during advancement of the device. No hospitalization, medical or surgical intervention was needed to prevent a permanent impairment of a function. S dapt (dual antiplatelet treatment) was administered (pru level: clopidogrel 75 mg100 mgs). Angiographic result post procedure: a bare neck was evident and the diverter was released below the neck of the aneurysm. There were no patient symptoms or complications associated with this event. Ancillary devices: guide catheter cateter guia rist, microcatheter phenom 27, guidewire microguia synchro.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex shield device and phenom 27 catheter were returned for analysis inside a sealed biohazard bag and within a shipping box. The pipeline flex shield braid was not returned. Damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube was in good condition. The phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was in good condition. No flashes or voids were found in the catheter hub. No other anomalies were found. Testing/analysis: the phenom 27 catheter's total and usable length were measured and were within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance¿ complaints could not be confirmed, as no issues were found on the returned pipeline flex shield and phenom 27 catheter. The root cause could not be determined. Possible causes of resistance include vessel tortuosity and a lack of continuous flush with heparinized saline during the procedure. In this event, the customer stated that the vessel tortuosity was moderate, ruling out vessel tortuosity as a potential cause. Therefore, a lack of continuous flush with heparinized saline during the procedure may have contributed to the resistance during delivery. The customer¿s ¿movement during deployment¿ and ¿catheter kick back¿ could not be confirmed during device evaluation. However, the root cause could not be determined. Possible causes include vasospasm, high-force delivery or high friction, insufficient distal anchoring of the braid, or incorrect braid sizing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the doctor concluded the pipeline resistance could have been due to the anatomy. The resistance was in the distal portion of the device. Under fluoroscopy, evidence of separation from the mesh was evident at the time the pusher control was described as lost. The phenom 27 catheter used as not reported because it was used to deploy the other pipeline flow diverter. When it became clear that the damaged pipeline could not be removed, another 3.50x12 pipeline was raised and its distal portion was telescoped, covering the aneurysmal defect. It was evident that the device jumped slightly during distal deployment. During deployment, the modified exchange technique was performed, which consists of unsheathing the microcatheter and pushing the delivery cable.